Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose and multiple pump error alarm on insulin pump. The customer treated with chocolate milk for lows and bolus insulin for highs. Customer's low blood glucose was 89 and 99 mg/dl. Customer's high blood glucose was 329 mg/dl. The customer was assisted with troubleshoot for multiple power error alarms. Customer performed self-test and test passed. Customer declined to troubleshoot for low and high readings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram crc error alarm or unexpected restart error alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.